Manufacturer narrative:
Correction: manufacturer report 2017865-2018-13543, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that it was difficult paring the pulse generator with the merlin.net transmitter. It was unknown the cause but it was suspected that either something went wrong with the rf chip or that the merlin.net transmitter is not set to clear episodes/diagnostics, and the device memory is full which is slowing/inhibiting transmissions. The patient would continue with clinic follow-up. The patient was stable.